Event description:
It was reported that prior to surgery, it was observed that the small battery drive device was broken and not working. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to worn components and bearings deterioration due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.